Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on month date, year with blood glucose of around 300 mg/dl, 400 mg/dl, 404 mg/dl and 463 mg/dl and low blood glucose value of around 30 mg/dl. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.